Event description:
Manufacturer representative reported synergy patient passed through security gate at store and immediately felt shocking and burning sensation at pocket site. Skin was red in that area for about 2 hours, after the incident, then it subsided. Pocket is still sensitive and burning sensation still exists when stimulation is on -- changes to shocking as amplitude turned on. Manufacturer representative reported no issues, prior to this. No report of device explantation. A follow- up report will be sent if additional information is received.